Event description:
A copy of the customer's medsun report was received. Event description states: "an alaris pump had 'infusion complete' message on display but no alarm. As the nurse went to clear the pump it was found that infusion was only 25ml over an 8 hour period when the pump was set for 11.9 ml/hour. Attempts were made to re-create the incident with the pump with no success. Replaced with a new pump. No harm to patient." The customer's reported serial number does not track to any known carefusion device. Risk management confirmed there was no occurrence of patient harm or medical intervention and that the device was repaired and returned to patient use. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer stated the product will not be returned because the device was repaired by the biomed and returned to patient use. Unable to determine the cause of the customer's reported underinfusion.